Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that a thoracentesis was performed over six weeks after the initial observation of pleural effusion. A repeat x-ray was taken approximately one week following the thoracentesis which revealed partial reaccumulation of right basilar pleural effusion. The patient underwent a percutaneous procedure and was placed on home oxygen. The patient is recovering. No additional adverse patient effects were reported.

Event description:
Additional information was received that the pleural effusion was due to a coronary artery bypass grafting (CABG) procedure.

Event description:
Additional information was received that the patient underwent a video-assisted thoracoscopic surgery (vats) procedure and decortication along with two additional thoracentesis procedures. The issue was determined to be resolved and the patient no longer needed home oxygen. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the patient complained of shortness of breath in a post operative doctor's visit. The cause was determined to be due to pleural effusions. The system remains implanted. No additional adverse patient effects were reported.